Event description:
An abbott field service engineer (fse) was at the customer site investigating a database failure happening with the customer's axsym analyzer. The fse checked the cpu board and found that the board was damaged with a visible burned portion on the board. The cpu board was replaced and troubleshooting procedures continued. Subsequent instrument operations were acceptable. There was no impact to patient management reported and no injuries due to this event.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and replaced a damaged cpu board assembly. The fsr also replaced the main power switch on the main power supply and the multi media board while servicing the axsym analzyer. Subsequent instrument operations were acceptable. The axsym system operations manual and the abbott axsym service and support manual both contain information to address the current customer issue. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards and adequate protection is provided for the operator against spread of fire from the equipment. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The results of the current evaluation found no product malfunction.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).